Event description:
Reporter indicated that patient was experiencing an increase in seizures. It was reported that the patient fell during a seizure and has had an increase in seizures since that time. The patient was last seen by physician in may 2001 at which time device diagnostic testing was within normal limits, indicating proper device function at the time. Current device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Cervical spine x-rays did not reveal any abnormalities or obvious breaks in the lead. Neurosurgeon has recommended lead replacement surgery, but is concerned about damaging the nerve and will not proceed with the surgery until he consults with another neurosurgeon more experienced with vns implants. It was reported that the patient has had great response to the vns therapy. Pre-vns, the patient was very lethargic because of the medications they were taking. The patient was seizure-free for approximately one year following initial vns implants. As a result of the great response to the vns therapy, the patient was taken off of many of their medications. In 2000, the patient started to suffer from 1 to 3 seizures per week. The patient's generator was replaced in 2001 due to end of service. The patient still has about 1 seizure per month (clonic-tonic) which last for about a minute. These seizures caused them to fall and may have contributed to their current problem of high impedance as it is suspected that the lead may be broken.